Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -5.00 diopter was implanted into the patients left eye (os) on (B)(6)2022. On (B)(6)2023 the lens was exchanged for a longer length lens due to low vault and the problem was resolved.

Manufacturer narrative:
Corrected data: d4- "vicmo 12.6" should be removed and "vicmo 12.1" should be added. H1- "malfunction" should be removed "serious injury" should be added. Claim# (B)(4).